Manufacturer narrative:
The device was returned and investigated. The reported issue could not be confirmed via returned device analysis. The discrepancy between what was reported and what was observed is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and internal damage to the actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported issues could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. The investigation has not been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient anatomy included a coaptation gap. The ntw clip delivery system (cds) was advanced into the patient anatomy without difficulty. During establish final arm angle (efaa) testing, the clip opened when locked. It was noted that some slight resistance was noted when moving the delivery catheter (dc) handle, just enough resistance to notice. The cds was not used and was removed from the patient anatomy without resistance. There was no adverse patient effect or a clinically significant delay in procedure. A second cds was used and the clip implanted without difficulty and no issues were noted. Mr was reduced from grade 4 to grade 1. No additional information was provided.